Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received discrepant results for two samples from the same patient tested with the elecsys troponin t hs assay on a cobas 6000 e 601 module. The troponin t values from the samples did not agree with troponin I values from abbott and beckman analyzers and did not match the patient's clinical picture. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The reporter believed the patient samples contained an interferent to a component of the troponin t assay. The first sample from the patient resulted with a troponin I value of 623 pg/ml when tested on an abbott analyzer and a troponin I value of 53.4 ng/l when tested on a beckman analyzer. This sample resulted with a troponin t value of 19 ng/l when tested on the e 601 module. The second sample from the patient resulted with a troponin I value of 598 pg/ml when tested on an abbott analyzer and a troponin I value of 51.7 ng/l when tested on a beckman analyzer. This sample resulted with a troponin t value of 16 ng/l when tested on the e 601 module. The reporter expected troponin t results > 50 ng/l from the e 601 analyzer. The troponin t reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
A sample was provided for investigation. Based on the investigation, biotin interference can be excluded. A peg-precipitation was performed and no proof of a high molecular weight interferent was found. The investigation was unable to determine a root cause.